Manufacturer narrative:
Concomitant medical devices: metasul ldh head, 44, code j, taper 18/20, catalog no# 0100181440; lot no# unknown, therapy date : (B)(6), 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to wear and lysis of stem and socket.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient received a tha on the left side consisting of a durom acetabular cup, ldh head and a cls stem on (B)(6), 2007 and was revised on (B)(6), 2016 due to wear, lysis around the stem and the socket. Review of received data the received njr database entry was reviewed. The review states a revision due to lysis of the stem and the socket and wear of the acetabular component. The summary of removed components states that the acetabular cup was removed only. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. The review of the device history records (DHR) and the raw material certificates could not be performed as the lot numbers are unknown. Conclusion summary it was reported that the patient received a tha on the left side consisting of a durom acetabular cup, ldh head and a cls stem on (B)(6), 2007 and was revised on (B)(6), 2016 due to wear and lysis around the stem and the socket after about 9 years in-vivo. The stem remained implanted. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Further, based on the njr datebase entry the reason for revision is lysis at the stem and the socket and wear of the acetabular component. Lysis and wear is a known issue which has been addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). No further investigation required as this issue is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).